Event description:
Information was received from manufacturer representative regarding a patient having micro endoscopic discectomy for hernia. It was reported that the flexarm is not fixed when turned. Rep also confirmed that the operative method has been changed from minimal invasive to open surgery. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
B2 other: the operative method has been changed from minimal invasive to open surgery. H3: product analysis of product no: 9560524, lot no: my21k001. During the incoming inspection, it was observed that the handle screw's thread was deformed, the cable was worn, and the bearing was deteriorating. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.